Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer reported multiple occurrences of the same malfunction and completed resets, but due to repeated issues, a replacement pump was sent by technical support. The customer used multiple daily injections as a backup therapy and was instructed on how to return the faulty pump.